Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 09/11/2023. It was reported that an unspecified transmitter malfunction occurred. On 8/7/2023, the patient stated the transmitter ¿wasn¿t working¿ right, ¿wasn¿t giving a signal,¿ and it failed. He called to request a new transmitter and sensor supplies. This occurred two to three weeks after he started the transmitter session. He had difficulty remembering what was displayed on the screen, but ¿it wouldn¿t connect.¿ to his iphone and three different sensors. He also utilized an insulin pump. He stated he did not know what to do, and it was unclear if he used a glucometer at home before activating ems (emergency medical services). An ambulance transported him to the ER (emergency room) where the bg (blood glucose) level was 658 mg/dl. He was diagnosed with diabetic ketoacidosis, treated with IV insulin, and admitted to ICU (intensive care unit). The physician attributed the event to the cgm (continuous glucose monitor) and the patient¿s inability to manage his bg level at home. The patient¿s memory of the event details was unclear. The bg level stabilized over several days, and the healthcare team allowed him to go home after the cgm and insulin pump were working. Shortly before discharge on 08/10/2023, his bg was ¿only 375 mg/dl.¿ at the time of the report, he felt good. A review of the share logs was performed and signal loss was found within the investigation window. Data investigation confirms unspecified transmitter malfunction on 08/07/2023. The probable cause was the patient closing the mobile app which led to signal loss. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified transmitter malfunction occurred. On (B)(6)2023, the patient stated the transmitter ¿wasn¿t working¿ right, ¿wasn¿t giving a signal,¿ and it failed. He called to request a new transmitter and sensor supplies. This occurred two to three weeks after he started the transmitter session. He had difficulty remembering what was displayed on the screen, but ¿it wouldn¿t connect.¿ to his iphone and three different sensors. He also utilized an insulin pump. He stated he did not know what to do, and it was unclear if he used a glucometer at home before activating ems (emergency medical services). An ambulance transported him to the ER (emergency room) where the bg (blood glucose) level was 658 mg/dl. He was diagnosed with diabetic ketoacidosis, treated with IV insulin, and admitted to ICU (intensive care unit). The physician attributed the event to the cgm (continuous glucose monitor) and the patient¿s inability to manage his bg level at home. The patient¿s memory of the event details was unclear. The bg level stabilized over several days, and the healthcare team allowed him to go home after the cgm and insulin pump were working. Shortly before discharge on 08/10/2023, his bg was ¿only 375 mg/dl.¿ at the time of the report, he felt good. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.